Event description:
Medtronic received a report that the middle of the marathon catheter was crushed and the distal detachment point of the apollo catheter was damaged. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a 10 mm diameter. It was reported that a micro guidewire was used to advance the marathon into the vessel. During advancement of the microcatheter, the operator noted abnormal behavior/resistance. The marathon was then withdrawn from the body, and damage to the micro catheter shaft with fluid leakage was observed. It was subsequently replaced with an apollo. After advancement over the micro guidewire, angiography demonstrated contrast leakage from the catheter wall. The marathon was then replaced again, and the procedure was completed successfully. The operator stated that both the first marathon and the apollo were defective. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.